Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Not obtaining marking, foot retraction problem, and needle to cuff miss as reported can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo patency testing two separate times. The first time is on the manufacturing line and the second time is at final inspection. Patency testing consists of pumping alcohol into the marker port and verifying it flows out of the marker lumen. All devices undergo multiple deployment related inspections including, but not limited to: verification actuator wire is properly bonded to foot, handle lever properly opens and closes to deploy and park the foot, and at final inspection the foot is inspected for damage and deployment and parking is verified again. All devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Foot deployment difficulty could be caused by rotating or rocking the device or not keeping the device stable at a 45 degree angle during deployment. A cuff miss could also be caused by rotating or rocking the device or not keeping the device stable at a 45 degree angle during deployment, or not depressing the plunger to contact the body. The reported information did not report any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for not obtaining marking, experiencing foot retraction difficulty and cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All proglide devices undergo patency testing and foot and cuff related verifications, and functional deployment testing must meet specification. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035, sheath: cordis 6f. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty and left iliac stenting procedure, using a 6f sheath. Reportedly, after device insertion, there was no blood flow at the marker lumen. Resistance was felt after foot deployment and difficulty was experienced when attempting to position the foot against the arterial wall. An attempt was made to close the foot, but the lever was blocked. The needles were deployed and a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.